Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors. Customer stated they were able to successfully clear the alarm and was able to complete rewind. Customer stated pump alarm history contains motor position encoder error. Customer stated that insulin pump alarm history contains both an motor position encoder error and more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.